Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 had failed. A field service engineer (fse) powered off the station, inspected and rebooted the station twice, reset all drawer connections, confirmed no physical damage on retractor bands, reassembled the components and reinstalled the drawer back. After powering on, the issue was resolved, and the customer successfully performed an inventory test without malfunctions. The system functioned as intended after the field service engineer repaired the device.